Event description:
Customer reported that a pump declared an altitude alarm, causing insulin suspension. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.